Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the rex roth valve is stuck. Associated malfunction for this device: power switch short circuited, poppet valve not shifting, sieve tubes, tie wraps, and gear clamps leaking.